Manufacturer narrative:
H11: livanova field service representative was dispatched to the facility and found that the heating elements and distribution boards were defective and have therefore been replaced. A functional control and a test run were performed and passed with no further issue. The device was returned to service. A review of the complaint database did not reveal further similar reported events since its installation. No concerning trend was highlighted for this kind of failure. Based on the investigation findings, the root cause of the reported event has been attributed to a failure of the replaced components, heating elements and distribution boards, related to wearing. The wearing and failure of electro-mechanical devices can be originated by the specific use conditions at customer¿s site, not deterministic factors such as exposure to heat, dust and moisture, accidental impact (drops and falls), and power overloads/surges but also to variability of micro subcomponents all of which may have contributed to the event. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the 3t heater cooler system. The event occured in (B)(6), united states. Livanova has initiated an investgation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report regarding a heater cooler 3t system tripping the main power breaker switch during procedure. There is no report of any patient injury.